Manufacturer narrative:
Device codes added. Device evaluated by manufacture updated. Evaluation codes added. System analysis/service repair on february 24, 2017: the reported error 710 was confirmed and it was determined that the calibration had drifted and the system needed to be recalibrated. Recalibration was performed. The system was tested and verified to meet manufacturer¿s specifications.

Event description:
It was reported that during a procedure, the ¿laser failed on startup twice, now with error 710¿. The procedure was completed via a turp. Patient outcome: ¿no adverse patient outcomes¿. No injury to patient was reported.